Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Transesophageal echocardiography (tee) was evaluated for an effusion before the procedure, and none found. The appendage was observed to be free of clot and sized with tee. Laa access was achieved with the use of the versacross connect in right femoral vein and a half dose of heparin was administered. Transeptal access obtained and the second half dose of heparin administered. A 6 fr pigtail was advanced over the wire and the right atrium access was lost. The wire placed into pigtail, the pigtail was removed, and the dilator was advanced into the right atrium. Transeptal access was once again obtained. The 27mm closure device was deployed with four (4) partial recaptures and one (1) full recapture. Position, anchor, size and seal (pass) criteria was assessed. Tee measured the mitral shoulder over 1/2. The physician changed to a 24mm closure device. The 24mm closure device was deployed and successfully implanted with only one (1) partial recapture. Tee imaging was evaluated for effusion, and none found. The patient was sent to recovery. Approximately sixty (60) minutes post procedure, the patient became unstable while in recovery. Transthoracic echocardiogram (tte) was completed, and an effusion was found. The exact location of the effusion could not be determined. The patient was brought back to lab, and a pericardial drain was placed. Approximately 500ml of fluid was removed. The drain remained in place and the patient was admitted to the intensive care unit (ICU) for twenty-four (24) hours for observation.